Manufacturer narrative:
The device was returned to the MFR for eval. Visual inspection revealed that the battery case deformation was caused by corrosion from a short within the battery pack, causing the battery to heat up. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.

Event description:
It wa reported that the surgeon observed that the battery case on the pulsavac plus was deformed. No injury or adverse consequences were reported as a result of the incident.